Manufacturer narrative:
Since the subject device has not been returned to olympus medical systems corp. (Omsc) for the evaluation, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the image of the subject device disappeared and turned into the black screen at the unspecified timing. At the incoming inspection for the repair, the service department of olympus (B)(4) se & co. Kg (oekg) could duplicate the reported phenomenon and it could not displayed when the subject device connected with evis 180 series videoscope. Then the service department of oekg identified the failure of the circuit board of the subject device. There was no report of patient injury associated with this event. The user did not provide the other detailed information.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However based on the report of the service department of olympus europe se & co. Kg (oekg) and the thing which the reported phenomenon occurred only when the subject device connected with evis 180 series videoscope, omsc surmised there was the possibility that this phenomenon was attributed to the failure of the synchronous circuit processing the signal from evis 180 series videoscope. If additional information becomes available, this report will be supplemented.